Event description:
It was reported that this pacemaker was surgically explanted after six years of being implanted. This pacemaker was not replaced. No additional adverse patient effects were reported.